Event description:
The initial reporter stated they received discrepant results for quality controls and for one patient sample tested with the elecsys cortisol ii assay on a cobas e 411 analyzer (rack system). The patient sample initially resulted in a cortisol ii value of 1.50 nmol/l, accompanied by a data flag. The result was reported outside of the laboratory and questioned by the physician. The patient sample was then repeated, resulting in a cortisol ii value of 127.5 nmol/l.

Manufacturer narrative:
The cortisol ii reagent lot was 671651 with an expiration date of 30-nov-2023. Upon review of the alarm trace, sample probe liquid level detection alarms were observed. Based on the pictures provided, insufficient sample quality was noted. The field service engineer checked the analyzer and determined a misaligned sample/reagent probe. The probe and rack feeder sample pipetting positions were adjusted. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.